Event description:
Additional information was received from the facility nurse: the patient reportedly contacted baxter technical service representative on (B)(6) 2010 to report he had done a manual drain prior to getting on machine per the nurse's recommendation to check for cloudiness and fibrin. The patient reportedly has peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2010, but was not hospitalized. The effluent was cultured and the results indicated (B)(6), the cell count was performed and results indicated a count of 47, 990, and a gram stain was performed and the results showed no growth. The patient was placed on vancomycin 1gm intraperitoneal (ip) 2 times/week for 3 weeks. The patient has recovered. The cause of the peritonitis was reportedly related to patient contamination and break in sterile technique. The patient has been retrained. The nurse indicated that the baxter solutions and products were not implicated in the peritonitis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon used the device as usual, but when he inserted the dissector, air leaked and made a wind noise. They just used it to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.